Manufacturer narrative:
H6: investigation summary one photo was submitted for quality evaluation. The customer complaint of tubing kinked could not be verified due to the provided photo not showing kinked tubing. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported while using unspecified bd intravascular administration set the tubing was kinked. There was no report of patient impact. The following information was provided by the initial reporter: the tubing did not seem to be the correct tubing and was very flimsy compaired to the correct tubing we actually use. It was kinked in multiple places and once it was unkincked it was infusing properly.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter name and address: address information was not able to be obtained, therefore, nj was used as a place holder. Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using unspecified bd intravascular administration set the tubing was kinked. There was no report of patient impact. The following information was provided by the initial reporter: the tubing did not seem to be the correct tubing and was very flimsy compaired to the correct tubing we actually use. It was kinked in multiple places and once it was unkincked it was infusing properly.